Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during setup m5 handpiece making strange noise and overheating. No patient involved.

Event description:
Additional information received stating overheating was noticed less than a minute or about a minute. The speed was between 4000 to 5000 rpm in oscillation mode. Irrigation was used with a flow rate of 5cc/min. The procedure was completed with other handpiece.

Manufacturer narrative:
Product analysis stated could not verify customers complaint regarding excessive heat. Performed pre-temperature test and in 1 min. Temperatures at gear was 89.3 f, motor was 88.7 f and bearing 89.9 f handpiece did passed.however making strange noise was from foreign material built up on rear bearings. H6: codes updated. Previously applied codes fdm b17, fdr c20, fdc d14 & img g04063 codes are no longer applicable. Additional information received from product analysis shows that there is no information to reasonably suggest that the device in this report may have caused or contributed to a death or serious injury or that the device in this report has malfunctioned. Therefore, this event did not and does not meet the reporting requirements stipulated in 21 cfr 803. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.